Event description:
On (B)(6) 2012, the patient reported that her doctor stated that her infusion device needed to be replaced. On (B)(6) 2012 in the evening her blood glucose level was 106 mg/dl and she went to bed. The following morning her blood glucose level read hi on her blood glucose monitor. The patient tried to correct the elevated blood glucose level with her infusion device and injections, but it did not come down. She went to the hospital around 3:00 pm on (B)(6) 2012. Her normal blood glucose range is 110-120 mg/dl. The patient was treated with injections of insulin at the hospital. The patient's doctor stated that the infusion device was not delivering insulin. She was diagnosed with diabetic ketoacidosis. The infusion device has not displayed any error messages. Troubleshooting with the patient did not identify any problems with the infusion device. The patient thinks that the infusion device was not delivering insulin accurately. The infusion device, infusion set, insulin cartridge, and adapter were requested to be returned for product evaluation.

Manufacturer narrative:
The piston rod or the anti-twist bushing or the anti-twist bushing clip or drive bushing are extremely contaminated and corroded. The pump has functional defects due to the severe corroded and contaminated piston rod. Due this defect the pump correctly triggered the e6 error message. The soft components of the housing are worn down heavily. Therefore moisture enters the insulin pump and destroys the pump electronics. The problem mentioned by the customer is related to a careless handling of the product.